Event description:
Material no.: 383551 batch no.: 9014622. It was reported that before use of the bd nexiva¿ closed IV catheter system the clear plastic plug could not be removed. The following information was provided by the initial reporter: unable to remove clear plastic plug where max zero cap to go on multiple samples out of box.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9014622. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 383551, batch no.: 9014622. It was reported that before use of the bd nexiva¿ closed IV catheter system the clear plastic plug could not be removed. The following information was provided by the initial reporter: unable to remove clear plastic plug where max zero cap to go on multiple samples out of box.